Event description:
The lead, which was explanted due to infection, was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the proximal segment of the lead was returned where it was discovered that the outer insulation was breached due to environmental stress cracking. All conductors were distorted. There was blood/body fluid (not obstructed) on the proximal conductor. The outer insulation was melted, had cosmetic metal ion oxidation, had cosmetic environmental stress cracking and cosmetic depressions. The inner and outer insulations were torn.